Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was trying to retract the snare loop, an audible snap was heard. The loop on the device would not close and a wire was broken; however, it could not be determined which wire was broken. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the handle cannula to be detached from the handle assembly. The cannula and wire assembly was found to be pulled proximally. The handle cannula was found to be properly crimped at approximately 2 millimeters from the proximal end securing the cable inside the cannula and slight score marks from the cap screw were visible on the cannula. The cannula was bent slightly and measured to be within specification. The socket head cap screw was inside the finger ring and torqued into the active cord insert. The gap inside the insert and under the set screw was pin gauged and measured to be approximately .048 inch. During the evaluation, the device was disassembled and the screw removed from the insert with no resistance noted. The tip of the screw presented some damage. The screw thread length was measured to be within specification. An examination of the insert found burrs inside the threads. It was noted that the condition of the returned unit was consistent with the complaint incident that the loop/snare was broken/detached. Based on all gathered information the investigation fails to determine a definite root cause.

Manufacturer narrative:
Reported event of wire broken. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was trying to retract the snare loop, an audible snap was heard. The loop on the device would not close and a wire was broken; however, it could not be determined which wire was broken. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.